Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fs636 - orthopilot pass.click transmitter yellow. According to the complaint description, the signal from the transmitter was not detected on the orthopilot and the surgery was continued manually. An additional medical intervention was necessary. Additional information has been requested. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. No investigation method could be applied, because: product was not provided for investigation. Batch history review: the device quality and manufacturing history records could not been checked due to the fact that lot number was not provided. Explanation and rationale: without the product, an exact cause cannot be determined at this moment. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn.the potential risk determined during initial vigilance evaluation remains valid. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.

Event description:
The adverse event is filed under aag reference (B)(4).